Event description:
Reporter alleged that the customer tried to test about 8 pm, after not using the meter for about three weeks, and couldn't because the advantage meter did not have any power. Reporter stated that due to the customer's hypoglycemic symptoms, he called the emts. The emts reportedly obtained a reading of 88 mg/dl on their meter and treated the customer, type of treatment is unk. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.